Event description:
The MFR received info alleging a ventilator's power supply is faulty. There was no harm or injury reported. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.